Event description:
On 04-sep-25, a customer reported a discrepancy to cepheid. On (B)(6) 2025, a viral swab was collected using the biocomma transport and preservation medium and tested with the xpert cov-2 plus assay lot number (B)(6)/1001451793. The result was sars-cov-2 negative and was reported to the physician. Later, the distributor reported that the customer observed a discrepancy: the n2 probe showed a cycle threshold (CT) value of 27.9, which would typically indicate a positive result for sars-cov-2. However, the instrument interpreted and reported the result as negative. This discrepancy was classified as a questionable negative result. At the time of reporting, there was no additional test performed on the same sample, and no repeat testing was mentioned. The distributor confirmed that this was the only result they were aware of. Information regarding patient impact, symptoms, or physician contact details was still pending from the distributor.

Manufacturer narrative:
On 04-sep-25, a customer reported a discrepancy to cepheid. On (B)(6) 2025, a viral swab was collected using the biocomma transport and preservation medium and tested with the xpert cov-2 plus assay lot number (B)(6)/1001451793. The result was sars-cov-2 negative and was reported to the physician. Later, the distributor reported that the customer observed a discrepancy: the n2 probe showed a cycle threshold (CT) value of 27.9, which would typically indicate a positive result for sars-cov-2. However, the instrument interpreted and reported the result as negative. This discrepancy was classified as a questionable negative result. At the time of reporting, there was no additional test performed on the same sample, and no repeat testing was mentioned. The distributor confirmed that this was the only result they were aware of. Information regarding patient impact, symptoms, or physician contact details was requested multiple times, however was never provided. A sample was tested with xpert 4plex+ and gave a negative result. During the review of the result, the lab noticed a starting curve on the e2 target. Analysis of the curves showed a tilt curve on the n2 target but also on the e and rdrp. Pressure curves look normal; the noisy curve is seen with multiple targets as the blip is seen on multiple curves potentially related to tube filling/cartridge event. No other report on this lot at the global level. As the test was performed as a poct, the result (negative) was reported to the physician. No additional testing was performed. No patient harm reported. The determination in this case is a true negative result. The likely root cause is aberrant/noisy curves, wwhich cepheid considers to be a malfunction. Note for section h3 device evaluated by manufacturer - answer of no is due to the single use of the xpert xpress cov-2/flu/rsv plus, eua/ce-ivd test and the unavailability of that product lot to be returned to cepheid.

Manufacturer narrative:
In the initial report, the incorrect product was reported to the FDA. The product name and product information has been corrected in this report. A sample was tested with xpert xpress cov-2 plus and gave a negative result. During the review of the result, the lab noticed a starting curve on the e2 target. Analysis of the curves showed a tilt curve on the n2 target but also on the e and rdrp. Pressure curves look normal; the noisy curve is seen with multiple targets as the blip is seen on multiple curves potentially related to tube filling/cartridge event. There is no other report on this lot at the global level. As the test was performed as a poct (point of care testing), the negative result was reported to the physician. No additional testing was performed. There is no patient harm reported. The determination of this case is true negative. The aberrant/noisy curve is considered to be a malfunction. However, this malfunction did not impact the result, and there was no impact on patient. This case is deemed not reportable.